Event description:
Information was received indicating that a cadd administration set, under infused the drug meropenam. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 600, stop volume 14.3, measured volume 66 and the calculated under infusion was 8.8 percent. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Foreign: (B)(6).